Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during basal delivery. Customer reported an elevated blood glucose (bg) level of 300 (mg/dl). A manual injection was delivered to address bg level. It was indicated that manual injections would be used for diabetes management.